Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2023-12-05, information was received from a consumer (con) regarding patient receiving intrathecal baclofen and dilaudid (concentrations and doses unknown) via an implanted pump for spinal pain. It was reported that the patient was not comfortable with some of the things they were doing at the doctor's office. The patient just had a pump refill where they changed the medicine drastically. The patient was told it would take about 11 days for the old medicine to run through the catheter and the new medicine would pick up after that. The patient mentioned they have boluses disabled and were told that would automatically pick back up. It was noted the patient had always had dilaudid in the pump and took baclofen orally, but the patient did not like taking a bunch of pills so the patient stated they added baclofen to the pump at one of their refills last time. It was also reported the hcp upped everything way more than the patient had known of and when the patient went home that afternoon their knees were buckling. It was reported the patient was kind of not nodding off to sleep and wasn't themselves at all and didn't even realize that it was the medication but thought probably a brain tumor or something. It was noted that night they woke up in the middle of the night and fell while walking causing them to bash their arm. It was reported ¿I thought I broke my arm and head so they took the baclofen out. They had to decrease both of my doses one by 50% and the other about 60%. Once they lowered it down to all those symptoms of falling out and knees buckling all that stopped.¿ it was also reported they were hurting pretty bad so they want to make sure to get all the bolus things figured out. The patient didn't have their personal therapy manager (ptm) with them at the time of call so agent reviewed the ptm would indicate physician bridge bolus and the patient boluses would resume after, but if the ptm indicates bolus disabled then the patient would need to return to the hcp to have the bolus functionality restored. Additional information was received on 2024-12-08 and the patient inquired if their ptm would need to be re-enabled if their ptm says 'patient bolus disabled.' It was reported again that they have been in a lot of pain for three weeks, the pain medications they had in the pump knocked them on the floor, and 'got that switched out.' It was noted their ptm was disabled and at this medication switch appointment, their hcp and a company representative (rep) told them that their boluses would 'automatically turn on.' The patient mentioned that the old medication would get out of the catheter and the new medication would be running through this coming tuesday but needed a follow up appointment sooner than their one scheduled next friday. It was reported 'when the pump works, it's unbelievable, but I can't hardly function.' The agent offered to re-sync to the pump to confirm 'patient bolus disabled' message, but the patient declined, just stating they needed to know if 'patient bolus disabled' can be automatically re-enabled or not. Additional information was received on 2024-02-29 from a consumer and it was reported again that 'they overdosed me and it put in too much in one of my refills and I know they did because they gave me the numbers. I said wow that's more than normal, so I asked them about it, and they said they gave me more because I was having pain. My knees were buckling every 30 seconds and at night I almost broke my arm' and 'it took me a year to get the mdt pain pump and now that I have it, I think the medicine he's dispensing is being dispensed incorrectly. I fell and almost broke my arm because of it. I'm afraid of that.' It was noted this occurred in october 2023. It was also reported the patient was currently obtaining their medical records so they can find a new healthcare provider (hcp).